Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The patient's pocket site opened after the patient had a non-device related fall. The patient was administered oral antibiotics. The physician does not believe the infection was device or procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #s: (B)(4), description: st linear lead 50cm. Model #: sc-2208-70, serial #s: (B)(4), description: st linear lead 70cm. Model #: sc-3138-35, serial #s: (B)(4), description: scs phiii ext 35cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.